Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On december 16, 2025, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak soft anchor experienced an issue during the conversion step involving the blue/black shuttle link. After shuttling the passing stitch, the repair suture did not fully pass through and remained inside the joint, requiring retrieval with a grasper. The occurrence resulted in a minor increase in operative time due to the additional retrieval step of the repair suture in the joint after conversion. This issue was discovered during a procedure, with no reported patient harm. Additional information was requested on december 22, 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.